Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the right ventricular lead was also experiencing higher capture thresholds.

Event description:
New information received notes that the patient's right ventricular (rv) lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high lead impedance was observed on a patient's right ventricular lead during analysis on (B)(6) 2021. No intervention was reported. There were no patient consequences.